Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 3.5x23 mm vision stent system was advanced and the stent was deployed, one inflation at 16 atmospheres. Post stent deployment, the balloon was stuck inside of the implanted stent. Negative was held to deflate the balloon for 15-30 seconds. Extra effort had to be made to remove the balloon with the stent system from the patient anatomy. The balloon was fully deflated upon removal and the stent was confirmed via angiography to be apposed to the vessel wall. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.